Event description:
It was reported that during mca (middle cerebral artery) m1 bifuration thrombus case, delivered guiding catheter to c2 and then used guidewire to bring pr-18 catheter to pass the thrombus to m2 segment and delivered cat6 guiding catheter to m1 to near the thrombus. During delivery of the stent the operator felt resistance inside the catheter, withdrew the stent and found the insertion tool damaged, so replaced it with another stent to do thrombectomy. After this stent (subject device) was deployed to catch the thrombus and retracted out, the vessel deformed severely (the shape of the vessel changed). So the operator placed the cat6 to near the proximal of stent and used pr-18 to take the stent out and used cat6 to do aspiration successfully. The procedure was completed successfully.

Event description:
It was reported that during mca (middle cerebral artery) m1 bifuration thrombus case, delivered guiding catheter to c2 and then used guidewire to bring pr-18 catheter to pass the thrombus to m2 segment and delivered cat6 guiding catheter to m1 to near the thrombus. During delivery of the stent the operator felt resistance inside the catheter, withdrew the stent and found the insertion tool damaged, so replaced it with another stent to do thrombectomy. After this stent (subject device) was deployed to catch the thrombus and retracted out, the vessel deformed severely (the shape of the vessel changed). So the operator placed the cat6 to near the proximal of stent and used pr-18 to take the stent out and used cat6 to do aspiration successfully. The procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the retriever coils were seen to be damaged, the retriever shaped section was seen to have procedural fluid present, the retriever shaped section was intact and the insertion tool was not returned. A functional test was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed as the reported defect is patient harm. The device did not met specification when returned for investigation, as seen by the returned damaged retriever coils. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The device was returned and retriever coils damage were noted. An assignable cause of anticipated procedural complication will be assigned to the reported 'patient injury' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. An assignable cause of procedural factors will be assigned to the analyzed 'retriever coils damaged', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.